Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported an unspecified alarm failure. There was no patient involvement.

Manufacturer narrative:
The customer contacted the customer care solution center (ccsc). The customer requested that a philips remote service engineer (rse) contact the customer. Rse provided the related information to customer by phone. The device remains at customer site. There was no malfunction of the device. Philips will not consider this as a malfunction. No further investigation or action is warranted. If the customer is in need of further assistance, a new service order will be opened.

Event description:
It was reported to philips that while not in clinical use, the customer received the fco files. The customer wants to know about the fco files via hot line. The device is running normal. There was no patient involvement.